Event description:
It was reported that the patient¿s blood glucose rose and remained elevated after consuming a large quantity of cookies while using the ilet system with contact detach infusion set; fingerstick values were reported as high as 507 mg/dl before trending down after site and components were changed, and no device leaks or kinks were observed. Symptoms included sweating, consistent of hyperglycemia outcomes included no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user, as well as review of pump behavior for insulin on board and dosing holds. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure or method, with the user interface as the relevant device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.